Manufacturer narrative:
Additional information received: received = 1x x-smart cartridge h1004c5210150. 1x x-smart casing assembly h1004e2810010 sn: (B)(6). 1x x-smart head cap h1004c5210500. 1x x-smart neck h1004c5470220. X-smart casing assembly: sav various mechanical problem; inside of the handpiece casing is broken. X-smart neck: sav bad maintenance (user); I note that the neck is rusted. X-smart cartridge: sav bad maintenance (user); I note that the cartridge is rusted.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and investigation results: as per service engineer- h1004c5210500 - head cap -problem; h1004c5210150-cartridge- problem; h1004c5470220 - neck- problem; h1004e2810010 -asting assembly - problem; under warranty invoice no. (B)(4),, dated 12-12-22. There was no injury to the patient. Problem investigation-cartridge,neck ,head cap and casting assembly -replace cartrigde ,neck , head cap and casting assembly. 10.04.24: RMA communicated to dentsply sirona india + vigilance.

Event description:
In this event it is reported that a x-smart w/contra angle eur stopped during use. No injury occurred.